Event description:
Patient came to the infusion center to have cadd pump refilled and reset. The patient returened because the cadd pump was alarming to low battery. The battery was replaced but cadd had an off message. Unable to get pump out of lock level 2, so unable to reset pump. Patient given new cadd pump. Cadd pump was sent to clinical engineering but they could not fix it. Checked rate at 30ml/hr and it was okay, the volume accuracy was okay, occlusion alarm was at 20psi. After extended runtime, lock out function was not available and by pulling out the battery the pump would reset and programming of pump was possible without inputting of the lock code.====================== health professional's impression======================unknown